Event description:
Reference number (B)(4). Event occured in canada. It was reported that patient experienced an adhesive malfunction on (B)(6) 2026. Infusion set had fallen off during use while swimming. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.